Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer, as of 04-aug-2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a patient experienced a large symptomatic pneumothorax with chest pain that required chest tube drainage and admission to the hospital. The patient was discharged home within 48 hours after the procedure. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax and a chest tube was placed. The procedure was completed. On 09-aug-2022, intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information. The physician reported that the ion system was not believed to have caused the lung collapse, "rather the peripheral location of the lesion¿. Per the physician, the procedure was a diagnostic procedure and this pneumothorax could have occurred with alternative modalities such as CT guided biopsy. It was reported that the patient experienced a large pneumothorax and chest pain, requiring admission to the hospital and placement of a chest tube. The patient was discharged home within 48 hours after the procedure. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.